Event description:
It was reported that the wheels were binding on the system making the system difficult to steer. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering was cleaned and lubricated during the service call. The system was tested and found to be working as intended and put back into service.